Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user reconnected to the ilet with blood glucose around 300 mg/dl and remained elevated to 330 mg/dl for several hours despite tubing primed and cannula appearing normal, after which a new infusion set was placed and later medium ketones were detected; the user then disconnected and administered insulin via injection and was advised to wait before reconnecting. Symptoms included hyperglycemia with concomitant ketone presence. Outcomes included user self-management with injections and continued monitoring without medical intervention or hospitalization. Investigation included technical troubleshooting, user education, and provision of alternate infusion sets. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with ketones of unclear etiology and that replacement supplies were provided along with education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.